Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. One device was received. The complaint was verified by functional testing. The cause was a faulty microprocessor unit board and clock battery overdue. Replaced microprocessor unit board to correct the issue. The device passed, all functional tests after the repair. The product's history records were reviewed. And there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, that the clock battery overdue. Error code 1260 displayed. Event occurred, during testing. No delay of therapy. There was no patient involvement. And no patient harm/adverse event reported.